Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. The customer stated patient over 18 years old therefore it is presumed the patient was a adult.

Event description:
It was reported that during unspecified infusions the user noticed air drawn into tubing collapsing the drip chamber .the rn reported there is a delay in the infusions. The customer reported that "this is occurring on a daily basis." Although requested there are no additional event details provided by the customer.